Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the blood sampling valve (bsv) was dirty. The fse cleaned the bsv, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a greenish colored leak underneath the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer but could not pinpoint the exact location of the leak. The volume of the leak was 2 cc and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.